Event description:
Healthcare professional reported, left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification to d6a implant date: partial implant date was provided as "2006". "(B)(6) 2006" has been removed from the field as it is before the manufacturing date of the device. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed two patterns broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. As per the investigation procedure creases, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.